Event description:
Caller reported damage to pump housing around the usb port, which impacted the ability to charge the pump and led to the pump shutting down. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, while the customer used multiple daily injections as a backup therapy. The caller was instructed on necessary procedures for receiving the replacement pump and returning the damaged one, and acknowledged these instructions.